Event description:
Complainant alleged that while attempting to treat a 3-month-old male patient, the device displayed a "compressor fault-3001" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently sustained desaturation of oxygen.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). The device was returned to zoll medical corporation; the customer's report was observed during review of the forensic memory log. The device was put through extensive testing including debug and final testing without duplicating the report. The compressor was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Compressor (3001) is a low priority alarm (audible signal and yellow alarm led illuminated), and triggers when the compressor fails to operate or fails to provide the flow required to deliver a breath within ±10% of the current settings, high pressure o2 is available to provide ventilation and the user has set the fio2 to 100%. While operating in this state, the user should ensure that an adequate supply of o2 is being provided. The device will continue to provide breaths with this error present. The zoll ventilator operator's guide, states "never leave the patient unattended" and "always ensure that there is an alternate means of providing mechanical ventilation. A bag-valve resuscitator and an appropriate mask for the patient being ventilated should be immediately available". Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 3-month-old male patient, the device failed self test. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently sustained desaturation of oxygen.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.